Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of power switch sub assembly. A root cause could not be identified. Based on the results of the investigation, it was likely that the malfunction was caused by a component failure in the power switch sub-assembly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's power-on light was not functioning. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.